Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: the vibratory alarm feature of the pump was operating properly. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (no vibration) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.